Event description:
It was reported that drainage catheter fragmentation occurred. In (B)(6) 2014, the patient underwent placement of an expel drainage catheter for biliary drainage. In (B)(6) 2015, the patient returned and fragmentation of the expel drainage catheter was noted. The transhepatic portion of the catheter was removed percutaneously and the duodenal fragments were removed endoscopically. All of the catheter fragments were recovered. It was also noted that during the implantation period the catheter was flushed twice a day with physiological solution. After removal of the catheter, the patient fully recovered.

Event description:
It was reported that drainage catheter fragmentation occurred. In (B)(6) 2014, the patient underwent placement of an expel drainage catheter for biliary drainage. In (B)(6) 2015, the patient returned and fragmentation of the expel drainage catheter was noted. The transhepatic portion of the catheter was removed percutaneously and the duodenal fragments were removed endoscopically. All of the catheter fragments were recovered. It was also noted that during the implantation period the catheter was flushed twice a day with physiological solution. After removal of the catheter, the patient fully recovered.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified shaft breakage at the proximal portion of the catheter. Breaking and cracking at the punched holes of the catheter was also found. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Manufacturer narrative:
(B)(4).